Event description:
Reporter alleged obtaining a blood glucose result of 352 mg/dl back to back with a result of 60 mg/dl when testing was performed 2 minutes apart on the advantage system. Reporter stated he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reportedly taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.